Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A review of submitted information in the initial report revealed a required correction: the patient tolerated the exchange well with no consequence. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device failed visual inspection due to the controller driveline connector was found loose from the controller housing.  Additionally, the controller serial port rubber cap was missing.  Per the instructions for use (IFU): the controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU), notes that the user should not disconnect the driveline from the controller or the pump will stop. They are instructed to reconnect the driveline to the controller as soon as possible to restart the pump. If controller exchange is necessary, the IFU explains the correct method for connecting and disconnecting the driveline from the controller to prevent damage to either the driveline itself or the controller driveline port. According to the instructions for use (IFU), users are instructed to return any damaged components to heartware. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the driveline port of a patient's controller was loose. The site further reported that the metal port itself was able to move in and out of the controller. They also noted that the pump was still functioning and that the issue was not associated with any pump off time. The patient denies any controller alarms. The patient's clinical team requested assistance with the issue from the heartware field team. The patient was seen in the outpatient clinic on (B)(6) 2017. The event was confirmed by the field team and a controller exchange was performed with minimal pump off time. The patient tolerated the exchange well with consequence.